Manufacturer narrative:
On inspection at the service center a wiring issue was found in the camera assembly in the distal tip of the colonoscope.

Event description:
It was reported that on insertion of the scope into the patient, the images on the screen would go white on all screens. There was no patient injury of other adverse health consequence.